Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed the saw head ratchet, failed functional test (device stalled during pre-repair assessment), the back end of the motor was corroded, the ball bearing from the guide full load was worn out, guide full load sub assembly was corroded, and there was an unknown liquid inside the electronic control unit sub-assembly and the gear complete. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery oscillator device sounded like it was losing power and then stopped. It was reported that the battery was replaced but did not help. It was reported that there were no delays to a surgical procedure and no patient harm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.